Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient. The lead was repositioned on 9/26/2014. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.